Event description:
Additional information was received by manufacturer indicating that device was explanted and replaced due to severe aortic stenosis. Patient is noted to have tolerated the procedure well.

Manufacturer narrative:
The reported device has not been returned to the manufacturer for evaluation. Multiple unsuccessful attempts have been made to additional information. Without receipt of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to monitor all events. Additional information will be reported if received.

Manufacturer narrative:
Additional information containing reason for explant has been obtained and updated. The valve was not returned to manufacturer for evaluation therefore the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm bioprosthetic aortic valve, implanted approximately nine (9) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic device. No adverse patient effects have been reported for this event.